Event description:
Complainant alleged that while attempting to treat a pt, the device intermittently powered off. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The product has been rec'd, and a f/u report will be submitted when the investigation is completed.